Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was diagnosed with an infection of unknown source approximately one week post implant and two days post the evacuation of a hematoma. It was further reported that the physician questioned the sterility of the device and lead. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).